Event description:
The customer reported via phone call that they were dispatched to emergency medical service due to low blood glucose on(B)(6) 2022 with blood glucose of 45 mg/dl. The customer's current blood glucose was 256 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated by glucagon. It was unknown whether the customer was using auto mode or not. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.